Event description:
It was reported that no vibration occurred. Data was evaluated and the allegation was confirmed. The patient's alerts were not being saved. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that no vibration occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.